Event description:
A (B)(6) male patient contacted zoll customer support to report that the device was falsely indicating that two of the electrodes were not touching his skin. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (false indication that 2 electrodes were not touching skin) has been confirmed. Upon eval, there was a cut in the cable connecting ECG electrodes c and d which damaged the blue (+5v) and green (belt_dischg) wires. The cause of the false indication that two electrodes were not touching the skin is the damaged wires. The cause of the damaged wires is the cut in the cable. The root cause for the cut in the cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.